Event description:
During a follow-up appointment, the vibratory alert did not function when it was intentionally triggered. Since the device was near normal eri and the vibratory alert was not functional, the device was explanted and replaced.

Manufacturer narrative:
Correction; manufacturer report 2017865-2017-13748 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up appointment, the vibratory alert did not function when it was intentionally triggered. Since the device was near normal eri and the vibratory alert was not functional, the device is planned for explant and replacement.